Manufacturer narrative:
The previous report contained incorrect coding for "type of investigation". This report contains the correct type of investigation coding of 10; testing of actual/suspected device.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's sensor board needs replaced to address the issue.